Event description:
It was reported via a literature journal article that patients underwent elective CABG either alone or in combination with aortic valve replacement or mitral valve repair/replacement as part of a clinical trial on unknown dates and suture was used. The study examined surgical site infection in leg-wound closures following open vein harvesting for coronary artery bypass grafting. Following the procedure, some patients experienced infection and the most commonly identified main pathogens were staphylococcus aureus and coagulase-negative staphylococci. Some of the patients received antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.